Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of thrombus is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the thrombus. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. One clip was successfully implanted, reducing the mr to 1. After deployment of the clip, a small thrombus was noted on the atraumatic tip of the clip delivery system (cds). The cds was retracted into the guide and removed from the patient anatomy, and the patient was anticoagulated. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.